Event description:
The following info was reported to kci by the kci (B)(6) rep: on (B)(6) 2013, the pt allegedly tripped on the canister tubing and fell. The patient was subsequently admitted to the hospital and received stitches to her face.

Manufacturer narrative:
Device labeling, available in print and online.